Event description:
Customer reported that the touchscreen on the pump was not responsive, noting the screen was frozen and interaction with the pump was impossible. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer identified bubbles under the screen protector as the issue, and upon removal, the pump functioned normally. A replacement screen protector will be provided.